Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Event description:
It was reported that towards the end of an avrt/wpw procedure a map shift occurred. After placement of the diagnostic catheter during fast anatomical mapping (fam) the catheter was seen outside the fam area. No warning message was noted on the carto system, although bringing up the patches on the screen they all were noted to be registering numbers greater than 12, indicating patch movement, but no "learn new" or re"initialize" messages were given. A patch showed a metal value of 8 to 23 without moving the tube, table, or introducing metal to the environment. The map shift did not occur during ablation. The advanced catheter localization (acl) catheter shifted, as the navigation catheter was removed from the body after the fam was completed. The acl catheter and the magnetic catheter shifted in the same direction and the same amount of shift, approximately 3-4 mm. Since the case was over therefore no troubleshooting performed. No patient injury was reported.

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that towards the end of an avrt/wpw procedure a map shift occurred. After placement of the diagnostic catheter during fast anatomical mapping (fam) the catheter was seen outside the fam area. No warning message was noted on the carto system, although bringing up the patches on the screen they all were noted to be registering numbers greater than 12, indicating patch movement, but no "learn new" or "re-initialize" messages were given. A patch showed a metal value of 8 to 23 without moving the tube, table, or introducing metal to the environment. The map shift did not occur during ablation. The advanced catheter localization (acl) catheter shifted, as the navigation catheter was removed from the body after the fam was completed. The acl catheter and the magnetic catheter shifted in the same direction and the same amount of shift, approximately 3-4 mm. The bwi representative advised about the minor patient movement while intubating. Arms were above head during fam, then placed at sides after fam complete. The bwi field service engineer suspected that the carto 3 patch unit (sn (B)(4)) was faulty and might have caused the issue. The patch unit was sent to bwi depot lab, however, the patch unit was fine and passed all test. Therefore this indicated that the map shift was caused by the patient movement and not a failure of the carto 3 system. The relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress). The patient had moved in such a way as to cause a shift in the heart's anatomical position. The device history record review was performed. No anomalies were noted in manufacturing or service of this device. The system met all specifications upon its release prior to distribution.